Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The returned condition confirmed the reported a proglide failure occurred. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no associated non-conforming material reports or exceptions that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using a proglide device after a aneurysm repair procedure. Reportedly, following the aneurysm repair procedure, a "proglide failure" occurred. A second device was used to achieve hemostasis. Although the name of the physician was provided, it is unknown if the physician has been trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.